Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the display device showed a transmitter failed error on (B)(6) 2017. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A root cause could not be determined.